Manufacturer narrative:
The device was not returned for evaluation. An event regarding crack/fracture involving a triathlon tibial insert trial was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available device not returned.

Event description:
Instrument: tibial insert trial cracked after surgeon impacted with a mallet during right knee surgery. All pieced retrieved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Instrument: tibial insert trial cracked after surgeon impacted with a mallet during right knee surgery. All pieced retrieved.